Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Results: visual inspection of the returned product found no visible damage to the lens. The lens was returned dry and there was evidence of clear surgical residue. Conclusions: based on the complaint history, work order search and the product evaluation, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the patient moved while the surgeon was inserting a 13.2mm micl13.2 implantable collamer lens, -10.0 diopter, and the lens flipped in the patient's eye. The lens was removed with no patient injury and the backup lens was implanted. The reporter stated the cause of the event was patient related and there was no product malfunction.